Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the provisional was broken during the sterilization process.

Manufacturer narrative:
Visual inspection of the device confirms that the device is cleanly fractured into two fragments and that one of the fragments is missing. The fracture occurred on the anterior-lateral corner of the central post. The device is used for treatment. This device was manufactured before a design modification and was part of the re-design scope. A notification was sent to the field on (B)(6) 2014 to provide additional clarifications relating to the instructions for use of the tibial articular surface provisional construct for all persona users on file at the time of the field notice. Therefore, the root cause can be said to be a previously addressed design issue.